Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had requested to be explanted on (B)(6) 2014, due to pain and lack of benefit from the device. The pt will not be re-implanted.